Manufacturer narrative:
The device has been returned. Once the investigation is complete a supplemental report will be submitted. The patients date of birth was not provided when asked. The patients weight is not provided when asked. Ethnicity/race: this information not provided when asked. Date of event: this information was not provided when asked. Relevant tests/laboratory data / other relevant history: this information was not provided when asked. Is not applicable with the exception of serial number as the device is manufactured by prescription. Implant date-explant date: is not applicable as the device is manufactured by prescription and not implantable.

Event description:
It was reported that the patient experienced swollen lips, bubbles on the lips and tip of tongue and soft tissue. The reaction occurred intra orally. It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred.

Event description:
The device was delivered to the patient (B)(6) 2021 with the initial use the same day. The reaction occurred on (B)(6) 2021. The patient experienced swelling/irritation on lower lip and the tip of the tongue. The reaction resolved within a week and a half of discontinuation which was a week of the reaction (specific date unknown). The patient did not require medical intervention and there are no allergies noted. The patient currently has a history of non-hodgkin's lymphoma and is in the process of chemotherapy and radiation. With regards to the device: the device was rinsed with warm soapy water. The patient cleaned with warm water and toothpaste.

Manufacturer narrative:
Additional information provided by the provider: section a2-a6: updated to reflect the new information provided. Section b3: updated to reflect the new information provided. Section b5: updated to reflect the new information provided. Section b7: updated to reflect the new information provided. The device was returned, the investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier's (erkodent & airway management) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. Erkodent reported no further complaints for this material lot. Erkodent review: lot# erkod 2.0-11694 (erkodur) was manufactured from august 16, 2021 and was assigned an expiration of august 2024. Lot# e-pro 2.0-11336 (erkoloc-pro) was manufactured from october 21, 2019 and was assigned an expiration of october 2022. Airway management review: part #: 12k-0qyp-21 was manufactured on 07/22/2021 and no expiration date was noted. Kit #: pkt12k-0qzt-21 was manufactured on 07/22/2021 and no expiration date was noted. Supplier (airway management) reviewed c of c (certificate of conformance), a chemical analysis report, and confirmed material compositions are within specification. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: complaint investigator visually inspected the returned device. The returned parts included both upper and lower trays in a tap case. The results were summarized: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device appeared clear and transparent. General cleanliness - the returned device appeared to be clean, free of debris or foreign particles. The returned device was visually inspected and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Root cause: airway management confirmed the tapiii has nickel content (3-5%) and is very possible to develop an allergic reaction in people with existing sensitivity. However, it was unknown and not reported if the patient was allergic to nickel. Per the reported information, the device was rinsed with warm soapy water. The patient cleaned with warm water and toothpaste. Per tap3 patient instruction_prtd17 rev. I, the "home care instructions" section states the following: "each morning after use, thoroughly clean your tap¿ 3 appliance using a regular soft toothbrush, cool water and toothpaste. The tap¿ 3 should be stored in a cool dry place. The appliance is made from sensitive materials and should not be stored where temperatures exceed 120of, such as in the glove compartment of a car or the cargo hold of an airplane. Do not clean the appliance in hot or boiling water, nor to soak it in bleach or hydrogen peroxide which will cause the trays to distort or the lining to become brittle and delaminate. " per tap3 patient instruction_prtd17 rev. I, the "warnings" section states the following: "patients who are sensitive to nickel or self-curing acrylic may experience allergic reactions. Per tap3 patient instruction_prtd17 rev. I, the "warnings" section states the following: the metal parts are made of medical grade stainless steel or cobalt chromium. If the patient experiences any reaction, have him/her contact the prescriber immediately. Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device (haley) following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The haley test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for haley sleep device (rpt 9733 rev 1.0). · for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. · for skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. · for sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. · the test article showed nonirritant to the oral mucosa as compared to the control article. The sleep device materials (erkoloc-pro and erkodur) have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.